Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had an epidural hematoma following the implant surgery. The patient had surgery to remove the epidural blood clot and decompress the spinal cord. The surgery was successful, and the patient is expected to make a full recovery. No further complications are anticipated.